Event description:
An elderly patient with c-2 vertebral body fracture immobilized in lerman minerva brace. Despite padding and custom fitting developed stage 3 pressure ulcer on jaw and stage 2 pressure ulcers on clavicle.what was the original intended procedure?immobilization of cervical spine.device #1is this a laboratory device or laboratory test?no.